Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The underlying cause documented on the irs or return fields in oracle is identified as controller/ joystick/options, joystick won't turn off.

Event description:
The dealer states the customer states the chair turns on by itself. Dealer has not seen the chair.